Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10 getinge field service engineer (fse during scheduled pm service found that the cardiosave could not pass the drive manifold test, it would fail on leakage). There was no patient involvement. Fse pulled the assembly and checked/lubed all of the seals and tested again with the same result. Fse replaced the assembly and complete a full pm. All tests passed to factory specifications. Returned to the customer and released for clinical use. The failure analysis and testing department received the following part associated with this complaint:drive manifold assy. This part was received with a reported unit failure message of fails drive manifold leak test.performed visual inspection of this part received and part looks to be in good condition. Installed the drive manifold assy, into the cardiosave test fixture and tested to the factory specifications per the cardiosave. The fat dept. Performed drive manifold tests and failed drive manifold leak tests with result of vacuum leak diff. Pres. 29 mmhg; the factory specification is +-25 mmhg and pressure leak diff. Pres. -62 mmhg; the factory specification is +-55 mmhg. The fat dept. Verified the failure of fails drive manifold leak test. Drive manifold failed testing. Retaining drive manifold in the fat dept. As per procedure.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) drive manifold test fails. There was no patient involvement reported.